Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the holder on the integrated eclipse signal needle came loose, the needle and the holder were separated.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Samples were received. The results of the investigation of the samples are as follows. Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for separation of the needle and holder with the incident lot was observed. Evaluation of the customer samples was performed and slight damage to the holder was observed. Based on evaluation of the customer samples, the customer¿s indicated failure mode for separation of the needle and holder with the incident lot was observed. Root cause description and rationale have not changed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the needle and holder with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for separation of the needle and holder was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the needle and holder with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and separation of the needle and holder was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.